Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. The returned battery cap¿s height and width were within specification. The returned battery cap was able to fit securely to the pump and was used to complete a 24 hour duration test; no power issues occurring therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The pump¿s cover was removed and there was evidence of internal moisture found on the printed circuit board and internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.